Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slidemaker was giving fluid detector 7 error and multiple other errors. Customer reported that fluid was leaking onto the counter, beneath the instrument. Customer reported that the leaked fluid was clear and partly blue, green tinted. Customer reported that the volume of the leak was less than 20 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found holes in the tubings on pinch valves pv5 and pv114 on the sample access reservoir. The fse found the liquid on the counter was clear. The fse found the liquid came from pinch valve pv 5. The fse determine the liquid was diluent and clenz which was used to rinse the sample reservoir lines. The fse re-tubed pv5 and pv114.

Manufacturer narrative:
(B)(4).